Event description:
The following was reported by the attorney for the pt: (B)(6) 2005 - pt underwent repair of ventral hernia with a bard ck patch product code, 0010201, and lot number 43hpd316. On (B)(6) 2006, pt was implanted with another bard hernia patch to repair a recurrent hernia. On (B)(6) 2009, pt underwent another surgery for a recurrent hernia and chronic abdominal pain. The pt's surgeon found that the mesh had folded on itself and adhered to the small bowel. The surgeon also noted that the mesh had also eroded through the pt's bladder. The mesh was removed, adhesions to the small bowel were lysed and the pt's bladder was repaired. The attorney alleges that the pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. A review of the manufacturing records was conducted and all paperwork appeared complete and accurate and there was no evidence of a manufacturing related cause for the reported events. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Based on the info available, no conclusion can be drawn at this time.